Manufacturer narrative:
(B)(6).

Event description:
The customer called technical support (ts) reporting that the device does not provide adequate ventilation. The customer reported there was no patient involvement at the time the issue was discovered. The ventilator has been brought from covid trauma ward but has not been put into use, a check-up is required, no patient impact reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse dispatched a field service engineer (fse) for on-site repair.

Manufacturer narrative:
The field service engineer replaced the power management board and battery to resolve the reported issue. The device passed required performance verification tests per philips standards. Parts were not received for evaluation at this time; therefore, the root cause at the component level could not be determined. If any parts are received, an evaluation will be performed, and an additional report will be submitted.